Event description:
It was reported that during an angioplasty procedure, the device balloon allegedly ruptured and failed to inflate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record (DHR) review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2023), g3. H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023). ;device pending return.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured, and failed to inflate. There was no reported patient injury.